Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted the event of " capsular contracture, baker grade IV." Is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture, baker grade IV.

Event description:
Patient reported right side "capsular contracture, baker grade IV". Device remains implanted.

Manufacturer narrative:
Device evaluation: the device related to the reported event capsular contracture was received on october 26, 2021, with lot number 3464601. Visual analysis of the returned device identified, flat creases. A weight test of the device was verified, and the device was within specification. Cloudy, after autoclave disinfection process in the gel. Based on the device analysis, the final assessment is: no issues found related with the manufacturing.

Event description:
Healthcare professional reported, a right side capsular contracture, baker grade IV. Device has been explanted and replaced.

Event description:
Healthcare professional confirmed right side "capsular contracture, baker grade IV". Device has been explanted.